Event description:
It was reported that the right ventricular lead was found to have a bent pin at implant. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and the distal conductor connector pin was bent. It was noted that there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.